Event description:
It was reported that a power on reset (por) occured. The patient was undergoing radiation therapy. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Parity error occurred on (B)(6) 2010 in address "0e c8" which resulted in the device power on reset. Parity errors are known to occur with high probability in patients who receive linear accelerator x-ray radiation for cancer therapy. The power on reset severity is low and the device should be able to fully recover after the reset.